Event description:
Customer states analyzer has leaked twice since (B) (6) 2009. The leak is at least one pint of fluid and is on a floor mat in front of the analyzer. No one was hurt and no pts were involved.

Manufacturer narrative:
The field service rep found pieces of the top plastic cover had broken off and were sitting in the probe wash station. Liquid would go into overflow. He removed the broken pieces from the wash station and checked all connections and the waste pump. He activated the waste pump and ran water through the wash station to verify water would drain properly. Customer ran controls and pts successfully, to also verify analyzer operation.